Event description:
It was reported that the patient experienced chest pain and shortness of breath after the implant procedure. A chest x-ray revealed the lead had perforated the patient and pneumothorax. The lead was revised on (B)(6) 2013.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.